Event description:
(B)(4). I've had it in me for 5 years now and have had heavy bleeding while on my period which I've never experienced before. Sharp shooting pains in my abdomen and through my vagina. Have had unexplained headaches for years and fatigue.